Manufacturer narrative:
Bisaccia et al (2017) comparison of plate, nail and external fixation in the management of diaphyseal fractures of the humerus. Medical archives, volume 71(2), pages 97-102. Italy. This complaint is for an unknown locking compression plate. Part and lot numbers are unknown. Without the specific part and lot numbers, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. 510k): unknown, as specific part number for plate is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: bisaccia et al (2017) comparison of plate, nail and external fixation in the management of diaphyseal fractures of the humerus. Medical archives, volume 71(2), pages 97-102. Italy. The aim of this study was to compare the three techniques - locking compression plate (lcp), intramedullary mail (imn), and external fixation (ef) in the treatment of diaphyseal fractures of the humerus in the adult patient. This is a retrospective review of 79 patients who underwent treatment for diaphyseal fractures of the humerus between 2013 - 2015. The study group consisted of 79 patients, 42 men and 37 women. Out of these 79 patients, 32 patients, 15 male and 17 female were treated with locking compression plate (lcp), synthes. The mean age of these 32 patients was 52.5 years. The clinical and radiographic follow-up was done at 1, 3, 6 and 12 months. The median follow-up was 11.5 months (9-16 months). The average blood loss during surgery was 330ml. The following complication was observed. 2 patients treated for humeral fracture with locking compression plate (lcp), synthes presented with non-union. Patients were revised to new plate. This complaint is for an unknown locking compression plate (synthes). A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).